Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was evaluated by the manufacturer and the failure for unintended activation could not be duplicated by the service technician and the diagnostic engineer. All components associated with this event were conforming and no failure could be identified. The device was returned to the customer.

Event description:
It was reported that the micro sagittal saw would not turn off during a procedure. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the micro sagittal saw would not turn off during a procedure. The procedure was completed successfully with no patient or user injuries and no adverse consequences.